Event description:
A malfunction on the pump was reported by the caller. There was no reported adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump, and no recurrence of the malfunction was observed, allowing the customer to continue using the pump without further issue.